Manufacturer narrative:
Date of report: 22jul2021.

Event description:
The customer reported the alarm led was missing. The device was in clinical use however no patient or user harm was reported. The field service engineer (fse) determined the power switch overlay and touchscreen needed to be replaced. The field service engineer (fse) replaced the power switch overlay and touchscreen, and the issue was resolved.

Manufacturer narrative:
The customer reported the alarm led was not illuminating. The power switch overlay and touchscreen issues were found during servicing. Based on this information, this is not a reportable event.